Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient presented to office for I/o scan. A parulis was noted at #10, it was drained, healing abutment removed, area cleaned with peroxide, swab & copious irrigation, and antibx prescribed. 2 weeks later patient presented with tenderness, and upon further exam, mobility. The implant was removed at that (B)(6) 2020 visit. Inflammation reported.